Event description:
Reportedly, the stainless steel instrument was loaded with a dlu and the instrument was closed on the rectum. The stapler safety was released, tissue transected and the stapler was removed. Upon inspection the staple line was incomplete. The surgeon used another instrument distally to staple the rectum. The tissue was transected and the staple line was intact. Procedure: low anterior resection. Pt sex: unknown.